Manufacturer narrative:
(B)(4). Additional information: the analysis showed that the ats45 device was received in good visual condition and with a 6r45b cartridge loaded on the device. The reload was received fully fired and with the reload lock out spring and drivers damaged. Upon further inspection the reload was noted to have the deck damaged and with pieces of metal inside the cartridge. It should be noted that the damage found on the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is designed to lock out after a partial or complete fire to avoid re firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. For more information please refer to the instructions for use. The returned device was not tested for functionality. The device was disassembled from the distal end shaft in order to verify the condition of internal components. The wedge bands and knife were in good visual conditions therefore the pieces of metal found on the cartridges do not belong to the device. The found piece of metal might be from the damaged lockout spring.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a left hepatectomy procedure, the device did not cut and suture as expected. The device did not suture vein: after the first maneuver of closure, in act of actioning the sutures lever, a serious hemorrhage occurred. The surgeon stopped the hemorrhage by making a manual suture. There was no reported patient consequence .